Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Received information stating unit provided a diagnostic code which rendered the ventilator to stop ventilating and safety valve open alarm. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to run unit overnight for 24 - 48 hours and perform calibrations, est, and sst before release back to service. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.